Manufacturer narrative:
No serious injury reported. Consumer alleges their cane broke, and they fell, cutting their finger. The dealer reviewed the product and stated it appeared the cane was sawed in half. The cane was originally purchased for the consumer's wife. However, the complainant was using the cane when the alleged event occurred. Dealer reportedly obtained product for return and inspection by invacare. In conversing with the dealer regarding the return of the cane invacare was advised the device was not returned properly, and is likely lost. No lot number was provided by the dealer to determine the MFR. Product has not been returned for evaluation so it is unk if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. MDR filed on alleged unconfirmed malfunction.

Event description:
The consumer alleges the cane broke, causing him to fall and cut his finger. No serious injury is alleged.